Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was off, did not start. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failure occurred because the med cart cable was damaged and had exposed wires. The field service engineer disconnected all external devices, powered on the station while reconnecting each device, and identified the faulty cable. The damaged med cart cable was replaced with a spare provided by the customer. After completing the repair, the station powered on successfully, and no errors were present. The system functioned as intended after the field service engineer repaired the device.